Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced numbness, burning and pain in his left leg down to his foot. It was noted that the patient had a CT scan performed on (B)(6) 2013 and an x-ray done one month prior to this which confirmed that the patient's leads were "down." It was reported that it was not certain how the issue occurred but it was thought that it was either from scar tissue or the lead was damaged.it was reported that the patient was looking for an hcp to help him. It was noted that the patient¿s femoral nerve was trapped due to femoral neuropathy and the ins was designed to help with the pain caused by this.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient felt no stimulation sensation due to the leads and he had seen a couple di fferent doctors and had been given multiple options regarding a revision. It was noted the battery was working fine, the battery was half charged, and the patient was maintaining the charge, but the leads were not working fine or were disconnected. It was noted that the patient had gotten great coverage previously. The patient did not have any falls or trauma related to the event. It was also reported the patient had to decrease his settings when lying down because it would cause more tingling sensation.

Event description:
It was reported that the patient gradually lost effect, but after recharging, he was completely unable to feel stimulation. The patient did not have a managing physician, but reported that he would have a manufacturer representative meet him at his "spine doctor" to check the ins. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 377845, lot# v010221, implanted: (B)(6) 2006, product type lead; product ID 377845, lot# v010221, implanted: (B)(6) 2006, product type lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient. (B)(4).